Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.¿ evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridges revealed that the loading units were partially fired. The knife bar assemblies were buckled. Additionally, the loading units had damage to the cutting edge of the knife blades noted during microscopic inspection. The loading units were loaded into a post market vigilance instrument for functional testing. The loading units were cycled without hesitation or binding and were applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock features successfully prevented the loading units from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The anvil cannot formation completely. When was the problem noticed: prior to use. Patient involvement? No. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information received on 07 feb 2017. What is the product ID for the handle that was used? Unknown. If the customer cannot report the product ID, was it a legacy universal (such as 030403, 030449, egiaunivxl), was it an egia ultra (such as egiaushort, egiaustnd, egiauxl), was it an idrive (idrvultra1, idrvultra2), or signia (sigphandle)? Egiaustnd. What is the lot number of the handle? Unknown. What is the UDI number of the handle? Unknown. Can you confirm if the handle will be returned for evaluation? No. Was the handle reprocessed or re-sterilized prior to use? No. The handle was single used. Was any reinforcement material used in conjunction with the stapling device? No. If yes, what was the brand of the reinforcement material used? What was the item code and lot / serial number of the reinforcement material? What part of the device does the anvil refer to? Staple cartridge. Were the jaws able to close? Yes. Was the knife able to advance? Yes. Was any of the tissue cut? No. Were any staples able to be deployed into the tissue? No. Was there any issues with staple formation? No. Was the device able to be fired the full length of the reload? No. Did both defective units have the same issue during the same procedure? No. Can you confirm if both the reload and the handle will be returned for evaluation? The reload will be returned. Were the devices reprocessed or re-sterilized prior to use? No. The device was single used.